Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedance measurements. Technical services (ts) reviewed possible causes and the health care professional (hcp) planned to review further. No adverse patient effects were reported. This lead remains in service. Additional information was received that this patient followed up with an electrophysiologist. No adverse patient effects were reported. This lead remains in service. This device was not returned for analysis. The product investigation determined that the "known inherent risk of device" investigation conclusion code was selected based on passing record reviews and this reported observation is addressed in product labeling. Additional information was received that this rv lead exhibited shock lead impedance measurements greater than 137 ohms. This rv lead was subsequently explanted and replaced. At explant, tissue growth and mineral deposits on shock coils were suspected. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedance measurements. Technical services (ts) reviewed possible causes and the health care professional (hcp) planned to review further. No adverse patient effects were reported. This lead remains in service.